Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The sample was not returned; therefore, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard intravenous solution administration set leaked during infusion. The user loaded the tubing into channel a of a colleague pump without incident and infusion was started. Twenty to thirty minutes into the infusion, the nurse noticed that the line was leaking. The patient was being infused with total parenteral nutrition at the time the malfunction was observed. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.